Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With the device showing all three icons, it likely would not have sufficient power to deliver effective defibrillation therapy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported failure. After extensive testing in the failure analysis center, physio was unable to determine the cause of the reported failure.